Event description:
The nurses have been having issues with needles splitting near the cap end. Needle tubing cracked and IV fluids leaking all over patient and bed. This has occurred several times with these particular needles. The rep came and talked with staff and took the needles for evaluation.======================manufacturer response for ivad needle, powerloc (per site reporter).======================the rep came and talked with staff and took the needles for evaluation.device #1is this a laboratory device or laboratory test?no.